Event description:
On (B)(6) 2025, the caller tested on his guide link meter and the result was high. The customer does not recall the exact reading. The customer took around 32-35 units of bolus insulin via the pump that day. The customer's medtronic 780g pump also provided an additional wrong dose of insulin due to incorrect reading sent from the guide meter. The pump provided about 15 units of insulin. This was around 6:00 pm. Insulin was the only medication that the customer took prior to the incident. The customer had no symptoms of hypoglycemia. Caller felt some fatigue at 9:00 pm and went to sleep. Around 10:30 pm in his sleep, the customer's wife noticed that the customer had symptoms of hypoglycemia. She noticed that the customer was shaking and sweating. She tried to wake him up but was unsuccessful. She immediately called 911 and the ambulance and the police arrived within 5 minutes. At 10:35pm the emt's tested the customer's blood glucose and obtained a result of 0.6mmol/l. They administered the customer different doses of glucagon through IV (customer does not know the dose) and the glucagon was also delivered nasally. They placed him an oxygen mask, but his blood sugar was still not going up, and the customer could not wake up. He went into a diabetic coma in his sleep at home. Customer was taken to the hospital by the emts around 45 minutes later. Caller was admitted to the hospital due to hypoglycemia and being unconscious. He was given an oxygen mask and a fluid IV to keep him hydrated. He finally regained consciousness at 2:30 am. At this time, the nurse tested his blood glucose on the hospital's meter, and the reading was around 5 mmol/l. Customer was not aware of receiving any insulin treatment or other treatment while at the hospital. The customer had his blood sugar tested 4 times between 2:30am and 10:00am, but the readings are unknown. He was discharged from the hospital around 10:30 am on (B)(6) 2025. He is currently feeling fine.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.